Event description:
It was reported that the patient presented in clinic for system explant. It was noted that the patient had developed infection, and vegetation was found on the leads. The whole system including the pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted, and replaced with a leadless pacemaker system. Patient condition was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection and interrogation were normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.